Event description:
The pt was implanted with a left ventricular assist device (lvad). A user facility report received from the intermacs registry reported that the pt had an outflow graft malfunction/malposition and the attachment between the outflow graft and bend relief was disengaged. No further details were provided to the manufacturer.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The attached user facility report # (B)(4) (initial and follow-up reports) were received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.